Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 157mg/dl. The customer changed their pump supplies and successfully resumed insulin delivery. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. It was reported that the customer received another occlusion later on in the day. The customer's bg level was 145mg/dl. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. After loading a new cartridge, the customer successfully delivered a bolus. Tandem technical support educated the customer on the causes of occlusion alarms.